Manufacturer narrative:
During the investigation the affected device and its log file were analyzed. On the reported date of event the safety software of the device detected an internal deviation and initiated a reboot in an attempt to solve the problem. During the reboot sequence the safety valve is opened in order to allow spontaneous breathing. This reboot is alerted to the user via an audible alarm by the internal piezo speaker. The ventilation is automatically resumed with the latest settings after successful completion of the warm start. The root cause of the problem was determined to be a malfunction of the pba m16.2. After replacement of the pba the device passed all tests and was returned to the customer.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
The hospital respiratory therapist reported that " ventilator started making a high pitched sound and then turned off. An alarm read "ventilation unit restarted" appeared. No patient injury was reported.